Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient complained of the penile prosthesis not working. A revision surgery was performed. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Information updated: describe event or problem.

Event description:
It was reported that the patient complained of the penile prosthesis not working. A revision surgery was performed in which the pump and cylinders were removed and replaced and kept the original reservoir in because it was decided to be working properly. After explanting the original pump and cylinders there was a hole found in the cylinders after testing it. No infection was found and the reason for the hole in the cylinders is unknown. The surgery results were good, patient is set to fully recover and there were no patient complications.